Event description:
Reported due to inability to park foot requiring surgical procedure. The operator attempted an arteriotomy closure with the perclose a-t (closer ak) device following an interventional procedure. Fluoroscopy was performed prior to the procedure but the results are unknown. It is also unknown if the arteriortomy site was confirmed to be in the common femoreal artery. Reportedly, the operator did not experience any issues with insertion or deployment of the device. However, the operator was unable to park the foot upon removal of the device. The patient was taken to surgery for "a right groin exploration and removal of the device." The patient's hospitalization was prolonged as a result of this incident. On an unspecified date, the patient was discharged to home in stable condition. Although requested, no additional information was provided.